Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure, the physician reported pacing failure in the ventricular channel during the attempt to implant the subject device. Psa measurement of the lead were indicated to be normal, and attempts to disconnect and re-connect the lead resulted in pacing failure. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During a pacemaker replacement procedure, the physician reported pacing failure in the ventricular channel during the attempt to implant the subject device. Psa measurement of the lead were indicated to be normal, and attempts to disconnect and re-connect the lead resulted in pacing failure. Another pacemaker was subsequently implanted instead.